Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 500 mg/dl. The customer attempted to self-treat with a correction bolus via the pump but was treated intravenously with fluids of saline and insulin in the ICU. The customer was released on (B)(6) 2024 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.